Event description:
It was reported that there were small bilateral effusions and mild pulmonary congestion noted on a chest x-ray following the implant of the right ventricular lead. It was further reported that the lead had dislodged during the procedure and was repositioned. The physician had questioned if the helix had fully deployed on the second attempt and confirmed the fixation by pulling back on the lead. The lead remained in use until a subsequent report of lead dislodgment approximately six months after the implant. The lead was capped and replaced with a new lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data revealed no anomalies.

Event description:
It was reported that there were small bilateral effusions and mild pulmonary congestion noted on a chest x-ray following the implant of the right ventricular lead. It was further reported that the lead had dislodged during the procedure and was repositioned. The physician had questioned if the helix had fully deployed on the second attempt and confirmed the fixation by pulling back on the lead. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).